Event description:
It was reported that while transferring a pt onto the table, the c-arm was accidentally engaged by a nurse leaning over the control box joystick. This caused a technologist to be pinned between the detector lift assembly and the pt. The technologist took time off from work and received physical therapy. No other injuries were reported. A ge service rep performed an onsite inspection for proper operation. The collision sensors were verified to operating properly. It was determined that the control box motion disable (lock) button had not been engaged prior to loading the pt onto the table.